Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. Further evaluation of the system was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information if additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. Further evaluation of the system was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. Further evaluation of the system was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.